Event description:
A malfunction was reported involving a malfunction code labeled as "malf 12." There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and to contact support if the issue occurred again, to which the customer agreed and understood.